Event description:
A physician reported that the cutter tip was distorted and could not put the cutter tip in port and had to put a lot of pressure to insert during surgery. The surgery was performed and completed after replacing the pak with another one. The procedure type was unknown. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at investigation site for evaluation for the report. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are hundred percent visually inspected during the manufacturing process for excessive manufacturing materials on the needle. All assembled probe needle diameters are also hundred percent tested for fit into a ring gauge to insure the probe needle does not exceed a trocar opening. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in b.3. And b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that the procedure type was diabetic vitrectomy case.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with welded cap is partially torn off and dried white foreign material on the needle. Orange/brown foreign material on the port face and welded cap. However, needle was not bent. The probe was disassembled, and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at the cutting edge and other location on the inner cutter. Dimensional test was performed for needle od (outer diameter) and found to be conforming. Ring gage cannot be performed due to the welded cap being partially torn off. The orange/brown foreign material (fm) did not come off of the cap. Could not tell if the probe over traveled. Functional test was performed, and cutter was advanced. It doesn't appear the cutter is over traveling past the needle. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation was unable to confirm the report of probe not able to put the cutter tip in port condition. The evaluation confirms that the welded cap is partially torn off, which can be perceived as cutter tip distorted. How and when the welded cap became torn off cannot be determined from the evaluation. The probe returned was evaluated and the wear patterns of the probe were found to be consistent with excessive use, which cannot be ruled out as a contributing factor. Per the directions for use (dfu), the vitrectomy probe is verified for twenty minutes of use at maximum cut speed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All probes are hundred percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Per the directions for use (dfu), the vitrectomy probe is verified for twenty minutes of use at maximum cut speed. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).